Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. There was no reported impact to customer¿s blood glucose level. The customer performed a pump reset and the touchscreen became responsive. The customer successfully resumed insulin therapy.